Manufacturer narrative:
(B)(4). The customer reported a intermittent therapy failure during the operational check. Philips evaluated the device. The reported symptom was not duplicated. Upon inspection of the device, it was noted that therapy connector was worn. As a precautionary measure the therapy connector was replaced. We are considering this most consistent with a malfunction of the therapy connector that caused intermittent therapy failure during op check.

Event description:
The customer reported a intermittent therapy failure during the operational check.